Manufacturer narrative:
An investigation has been initiated. The device will be forwarded to the manufacturing facility for evaluation. When the investigation is completed a supplemental report will be submitted.

Event description:
The pull away sheath broke into small pieces while in patient. The surgical team removed all the pieces. There was no harm to the patient, no monitoring required.